Manufacturer narrative:
The investigation was based on the description of event as the only available information. The affected device was manufactured in september 2010; however, there was no information regarding the manufacturing date of the internal battery available. As reported, the device generated an ¿internal battery failure¿ alarm after a restart had been performed during operation. The investigation concluded a defective internal battery to be the root cause of the event. Generally, the device periodically checks operation on internal battery where the device internally disconnects from the mains power for 100ms and operates on internal battery. If the voltage drop is too fast, the device shuts down and generates an error message during the subsequent restart. In case a ventilation is active at that time, the pneumatic system would open which allows spontaneous breathing for the patient. After approximately 12 seconds the ventilation would continue with the last settings. The device reacted as specified to an internal deviation and generated a corresponding alarm in order to alert the user of the situation. Replacing the internal battery remedied the issue as reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient, the device restarted intermittently, and the ventilation can work after restart, with intl. Battery failure alarms. There were no patient consequences reported.